Manufacturer narrative:
Additional contact: direct: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 88.4 ml, rate 2.1 ml/hr, given 10.3 ml. No air in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.